Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that a lead warning occurred due to high impedance in bipolar configuration, noise, and loss of capture on the right atrial (ra) lead. A fracture was suspected on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.